Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The fe clarified that the system had locked up. There is no report of death or serious injury.